Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was implanted with an afx bifurcated stent graft, vela infrarenal, and a limb stent graft on (B)(6) 2014. The secondary case for this patient was completed on (B)(6) 2017 for an unknown reason and the patient was implanted with an afx2 bifurcated stent graft and vela suprarenal.

Event description:
Subsequent to the previously submitted report, clinical assessment determined that there was a type iiib endoleak of the main body stent and an aneurysm. No additional information is available.

Manufacturer narrative:
Based on the clinical assessment performed the secondary endovascular intervention was confirmed. Additionally, it was determined that there was a type iiib endoleak of the main body stent. The most likely cause of the compromised stent graft integrity was the use of strata material, in combination of an urgent presentation to treat a symptomatic aneurysm. No procedure-related harms were detected. The patient was discharged home in stable condition on the second post operative day. The devices remain implanted in the patient and will not be returned; therefore, device evaluation will not be completed. The review of manufacturing lot confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.